Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised. Update based on med review findings: valgus malposition of the femoral component. Low baseplate malposition after excessive proximal tibial bone resection with inadequate initial tibial bearing thickness for compensation. Explants show a triathlon cr tibial bearing with wear damage. The triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device.

Manufacturer narrative:
An event regarding instability involving a triathlon patella was reported, images provided indicate wear on the device. The event was confirmed through the medical records provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a fissure along the periphery of the device with wear roughness over the central part of the device. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated the triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device. Valgus deformity causes a lateral pull over the knee due to the increase in ¿q-angle¿ of the quadriceps muscle over the knee joint in case of valgus deformity. This causes overload on the lateral facet of the patellar device due to point contact load and this explains the observed changes of the patella poly with fissure along the periphery of the device, this was probably the lateral facet, while also excessive wear was present over the more central aspect of the device. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: wear on the device is evident from the images provided. A review of the provided medical records and x-rays by a clinical consultant indicated: the triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device. Valgus deformity causes a lateral pull over the knee due to the increase in ¿q-angle¿ of the quadriceps muscle over the knee joint in case of valgus deformity. This causes overload on the lateral facet of the patellar device due to point contact load and this explains the observed changes of the patella poly with fissure along the periphery of the device, this was probably the lateral facet, while also excessive wear was present over the more central aspect of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.